Manufacturer narrative:
Additional information received indicates that the site was unable to clarify the capacity of the batteries at the time of the event. The issue was not associated with any controller alarms or pump stop events and could not be reproduced by manipulating the connections. The exchange of the devices is reported to have resolved the issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4)- 1650de - exp. Date: 08/31/2017 - udu #: (B)(4) - returned date: 03/21/2017; (B)(4)- 1650de - exp. Date: 07/31/2017 - udu #: (B)(4) - returned date: 03/22/2017; (B)(4)- 1650de - exp. Date: 08/31/2017 - udu #: (B)(4) - returned date: 03/22/2017; (B)(4)- 1650de - exp. Date: 07/31/2017 - udu #: (B)(4)- returned date: 03/22/2017; (B)(4)- 1650de - exp. Date: 08/31/2017 - udu #: (B)(4)- returned date: 03/21/2017; (B)(4)- 1650de - exp. Date: 07/31/2017 - udu #: (B)(4)- returned date: 03/21/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that a patient's controller and six of her batteries were exchanged after a preliminary review of her controller log files. The controller and batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
Corrected return date for all batteries. It was reported that the patient was experiencing power switching events. One controller, six batteries and a controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Failure analysis of the returned controller ac adapter revealed that the unit passed visual inspection but failed functional testing; the controller ac adapter was unable to provide power to a controller. Testing revealed an intermittent connection within one of the wires of the cable's strain relief. The most likely root cause of this finding can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. This observation is not related to the reported event. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnection. (B)(4) - battery. Yes, 17-mar-2017. 02-aug-2016. (B)(4) - battery. Yes, 17-mar-2017. 08-jul-2016. (B)(4) - battery. Yes, 17-mar-2017. 01-aug-2016 (B)(4) - battery. Yes, 17-mar-2017. 26-jul-2016. (B)(4) - battery yes, 17-mar-2017. 02-aug-2016. (B)(4) - battery. Yes, 17-mar-2017. 26-jul-2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.